Event description:
The customer reported that the main ac power cord was damaged where it connects to the machine.

Manufacturer narrative:
(B) (4). The ge service rep replaced the damaged power cable assembly. He tested the system and it powers up as intended.